Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article. G.4. PMA code is missing as product model and lot numbers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Dong, l., wang, c., chen, x., li, m., li, t., liu, h., zhao, y., duan, r., jin, w., zhang, y., wang, y., <(>&<)> lv, m. (2025). Predicting persistent aneurysm filling after pipeline embolization device treatment in patients with intracranial aneurysm: development and external validation of a nomogram model. Translational stroke research, 16(2), 392¿402. Https://doi.org/10.1007/s12975-023-01222-9 literature was reviewed regarding a retrospective study that included patients with intracranial aneurysm (ia) treated with a pipeline embolization device (ped), assigned to a derivation or validation cohort. It specifically focused on analyzing patients that developed persistent aneurysm filling after ped treatment. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline, marksman, phenom 27, echelon 10. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between the medtronic products and the deaths. The causes of death were not specified. Among all medtronic devices, patients adverse events / device product performance issues included: poor wall apposition requiring balloon angioplasty, persistent aneurysm filling, in-stent stenosis, transient ischemic attack, in-stent thrombosis, cerebral infarction, distal intraparenchymal hemorrhage, delayed aneurysm rupture, cranial neuropathy, and brainstem symptoms related to ia compression. A total of 17 patients had a follow up modified rankin scale (mrs) score of 3-5. Complete occlusion at the last angiographic follow-up was achieved in 676 patients (86.0%) in the derivation cohort and 188 patients (85.5%) in the validation cohort. No further information was provided pertaining to medtronic products.